Event description:
(B)(4) - the dealer reported that the tdxsp-cg power wheelchair right legrest would raise all the way up, and would drop down about 1.5 inches. The legrests were ordered separately from chair, and would be replaced under warranty there was no patient injury reported.